Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an infection at the operation site. There was none known contributing factors and it was unknown if issue was resolved and the health care professional had no additional information. No further complications were noted or anticipated.